Manufacturer narrative:
The device was returned for evaluation and the customer report of cannula leakage was not confirmed with assessment. A leak test was performed on the cannula and leakage was not observed on the cannula. No visual damage, contamination, or other abnormalities were found to the device. Engineering task was opened and for further investigation. Per the engineering task, a manufacturing, supplier, design, IFU, and labeling defect was not confirmed. The trend was reviewed and found to be in control. A leak in the device could not be confirmed. The root cause cannot be determined at this time. No further action is required. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was returned for evaluation. The evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon completion. The device history record (DHR) was not able to be reviewed as the device lot number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a venous cannulae was found to have distal end and connector leaking. As reported, leakage of the cannula was noticed when perfusion was finished and the surgical team were extracting the cannula. No damage was noticed in the cannula. Patient was not in risk and no harm was done to the patient. The device was returned for evaluation.